Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having dry cough, headache, lung cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having dry cough, headache, lung cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown dust/dirt contamination and fibers found on the blower casing,impeller,blower box and within bottom enclosure was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box housing and on motor casing. A keratin-like substance was observed around the blower box outlet. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and presence of contamination in the airpath.